Manufacturer narrative:
Additional information received on 16 march 2017 and includes: on the contrary of what was previously reported, the pieces are not available for further investigation.

Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary hip on (B)(6) 2012. On (B)(6) 2014 the patient came in complaining of pain. The surgeon determined that the stem was potted. The surgeon revised the stem, head and liner. On (B)(6) 2017 the medical affairs director performed a clinical evaluation an d commented as follows: two years after hybrid tha, which came as a partial revision of previous cementless tha, this young female patient complained of hip pain and was revised again. Only one intraoperative image is available, and no indications as to the possible cause of pain can be drawn from there. There are no other indications that can help understanding the etiology of the problem. Batch reviews performed on 09 january 2017. Lot 131652: (B)(4) items manufactured and released on 27 june 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0, code 01.29.202, lot. 141151 (k112115). (B)(4) items manufactured and released on 17 june 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Double mobility hc liner ø 48/28, code 01.26.2848mhc, lot. 141721 (k092265). (B)(4) items manufactured and released on 16 june 2014. Expiration date: 2.019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell ø 48, code 01.26.48mb, lot. 122047 (k083116) (B)(4) items manufactured and released on 31 august 2012. Expiration date: 2017-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
The patient came in complaining of hip pain. The cause of pain is unknown. The surgeon revised all medacta products. The surgery was completed successfully. X-rays and explants are available.